Event description:
Customer stated the code number appears as 120 on the device when it is powered on. The code key is marked 020. A request was made for the return of the suspect device and replacement product was sent.